Event description:
One pt experienced an allergic reaction immediately around the needle puncture site during first use of the rtm4224 device. The skin was noted to be reddish with weeping lesions and itching around the site. The pt was given corticoid therapy (route and dose unknown) for relief. An allergic checkup was performed with unknown results. It was reported that the pt has fully recovered.